Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: model no - additional information. D4: serial no - additional information. D4: expiration date - additional information. D4: UDI - additional information. H2 type of follow up: additional information/ device evaluation/ correction. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H4: device mfg date - additional information. H5: labeled for single use - correction. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).